Manufacturer narrative:
The original date aware of reportability is (B)(6) 2016.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that during a robotic ventral hernia repair the suture broke while suturing with the robot. The suture was tied off and remains in the patient.